Event description:
Subsequently to the initially filed information, the following information was confirmed. "The device was removed and all leaflets were retrieved."

Manufacturer narrative:
An event of; leaflet dislodgment during rotation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 a 19 mm sjm masters series valve expanded cuff was chosen for procedure. During the implantation of the device, one leaflet dislodged during rotation. The user reported the issue occurred mainly due to the patients anatomy. The patient had sever aortic stenosis (as) with sub-aortic membrane. There was a 3 layer membrane and it was fused, due to the force, it had dislodged. The device was removed and replaced with a new, 21 mm sjm masters series valve expanded cuff valve. The patient was not stable during the procedure or after the procedure. Despite limited health history, the patients post-op bilirubin was high, and the patient required 12 pints of blood. The patients serum glutamic-pyruvic transaminase (sgpt) was also high but it remains unknown if the patient had underlying liver disease. The physician did not mention that the complications were due to valve dislodgement. The patient required prolonged hospitalization however, according to the physician the event was not due to the valve. No additional information has been provided.

Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. On leaflet and fractured was dislodged from the orifice and returned with the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. Please note, per the instructions for use artmt100045600 version a, "using the valve holder/rotator and an sjm valve holder handle, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/ rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation."